Manufacturer narrative:
The device was kept by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
--

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shock but was unable to convert rhythm. The physician stated that this patient was very ill and has left ventricular assistive device (lvad). This crt-d was explanted. No additional adverse patient effects were reported.